Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No button keypad anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. The customer stated that numbers was ramping on their own. Customer stated that the scroll bar was moving with no input. Customer reported that the insulin pump was exposed to a change in altitude. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.